Manufacturer narrative:
On (B)(6) 2020, mentor received additional information confirming the following: date of event: august 3, 2019 date of explant: august 14, 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, mentor received the device for analysis. On 10/02/2019, mentor completed analysis of the device. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor smooth round moderate plus profile 300cc (right) and mentor smooth round moderate plus profile 275cc (left) and experienced bilateral deflations post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.